Manufacturer narrative:
Follow-up #1: date of submission 11/08/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/28/2013 as follows: no keypad damage was observed. The up button was unresponsive. The down, ok, & contrast buttons responded properly. The keypad cover was removed. No evidence of damage or contamination on the button contacts present. The pump case was opened. Moisture was observed throughout the pump case and on keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging button/keypad (tactile changes/unresponsive) issue. It was reported that the up and down arrows are unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.